Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose of 55 mg/dl. The customer was treated with food but the suddenly suffered a seizure. The customer was transferred to hospital by paramedics with a high blood glucose level of 494 mg/dl. The customer was hospitalized (B)(6) 2015 at 12 pm. The customer was treated with glucagon treatment to the leg. The customer had issues with their bayer meter. The customer was transferred to a representative to assist them with the meter issue. The device was not returned for analysis.